Event description:
Blood leaks at the joints between the branches and the main trunk; during stand-by for the aorta arch replacement, after de-clamping, blood leaked: at the joint between the brachiocephalic branch and the main trunk, on the side of the perfusion side branch, about 1/4 of the circumference. At the joint between the perfusion side branch (10mm) and the main trunk, almost 100% of the circumference. Both leaks were stopped by applying hydrofit to them.

Manufacturer narrative:
Method code: device remains implanted. No further actions required however, the issue will be tracked and trended as part of the routine complaints monitoring and reporting process. If an adverse trend develops action may be taken at that time. Vascutek now considers this complaint closed.